Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, e2, e3, e4. Correction to the g3 of the initial medwatch. The aware date should be march 22, 2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material in the air/water cylinder, air/water channel and auxiliary water channel may not have been removed because reprocessing could not be conducted properly due to leakage from the grip. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the videsoscope air/water cylinder and tube and jet tube had white foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the jet tube was clogged and water could not be supplied along with what was reported in b5. Should additional relevant information become available, a supplemental report will be submitted.